Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure a stent fracture occurred. Access was obtained via the right radial artery. The 80% stenosed target lesion being treated was located in the non-calcified and non-tortuous mid left circumflex (lcx) artery. The lesion was pre-dilated with a 2.75x12mm unspecified balloon. A 38x3.00mm promus element stent delivery system (sds) was then advanced to the mid lcx and deployed at 12 atms. The stent was post-dilated with 3.00x18mm stent delivery balloon without the stent. The 3.00x18mm balloon was inflated to 18 atms for 10 seconds in the proximal half of the promus element stent and to 14 atms for 10 seconds in the distal half. They physician noticed "stent fracture/plaque protrusion at the bend" in the lesion and again advanced the 3.00x18mm balloon without the stent and post-dilated the lesion to 14 atms for 10 seconds. According to the physician the procedure outcome was "satisfactory with no significant residual restenosis." The procedure was completed with this device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.